Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. While attempting to troubleshoot for this issue, a cartridge change error occurred. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 288 mg/dl.